Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula (pcs) instrument had a damaged tip with a loose cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery spatula (pcs) instrument to perform failure analysis. The instrument was found to have charring and localized melting at the grip base between the grips. Additionally, the instrument was found to have a loose grip cable at the distal end. The loose grip cable was caused by thermal damaged on yaw pulley. The instrument was found to have insulation damage on the conductor wire. The internal wires were exposed as a result. The damage was located at the distal end on the yaw pulley. Thermal damage was observed. The instrument passed electric continuity test. The complaint was confirmed by failure analysis.